Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Regulatory agency reported a capsular contracture baker grade IV and functional discomfort due to the presence of the hull with intense pain. Removal and replacement of the left device the explanted prosthesis is calcified. This record relates to left side.